Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient returned to the clinic for the first time since 2016 and reported the device is not working and there has been no hearing with the device since (B)(6) 2018. Discussions with the recipient about the possibility of re-implantation with a cochlear implant is in progress.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. In situ testing with the quickcheck, confirmed a device malfunction. In addition it was confirmed that the recipient fell out of audiological criteria range of vibrant soundbridge over time for undetermined reasons. This is a final report.

Event description:
The recipient returned to the clinic for the first time since 2016 and reported the device is not working and there has been no hearing sensation with the device since december 2019. Prior to this event the user had been using the device sporadically. It is difficult to tell when the problems started but it was stated that there were no intermittencies reported prior to the device no longer working. The recipient was re-implanted.

Manufacturer narrative:
Based on the information from the field, the recipient did not benefit from the device anymore. In situ testing with the quickcheck, confirmed a device malfunction. However to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. In addition it was confirmed that the recipient fell out of audiological criteria range of vibrant soundbridge over time for undetermined reasons. Re-implantation with a cochlea implant is considered. However no further information has been received yet. This is a final report.

Event description:
The recipient returned to the clinic for the first time since 2016 and reported the device is not working and there has been no hearing with the device since december 2019. Prior to this event the user had been using the device sporadically. It is difficult to know when the problems started but it was stated that there were no intermittencies reported prior to the device no longer working. Discussions with the recipient about the possibility of re-implantation with a cochlear implant were planned. However no further information nor a date for surgery has been provided despite being requested.